Manufacturer narrative:
(B)(4). Type of reportable event changed from malfunction to serious injury. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending coronary artery. A 2.25 x 18mm xience xpedition stent was implanted; however, the delivery balloon could not be deflated and the stent moved. No structural damage was caused to the patient. It is unknown whether the stent remains in the patient anatomy or was retrieved. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: outcomes attributed to adverse event - there was no reported required intervention or congenital anomaly/birth defect. The 'date received by MFR' date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending coronary artery. A 2.25 x 28mm xience xpedition stent balloon could not be deflated after stent implantation. The stent dislodged. No structural damage was caused to the patient. No additional information was provided.